Event description:
During a lithotripsy procedure in the main o.r., the probe started sparking inside the pt. The lithotripter was identified as mfg by r. Wolf, model 2137. The users were not certain whether this occurrence was the result of the malfunction in the equipment, which includes the 9 fr. Probe, or a result of the user's technique. User facility biomedical engineering could not detect a fault, so the richard wolf was contacted and advised customer to send unit in for evaluation, which they did. Shipped on 09/07/05 from user's facility. Richard wolf rec'd the product on 09/13/06. The pt was not harmed.

Manufacturer narrative:
Product complaint manager rec'd MDR on 09/23/05 regarding product problem. User facility was contacted regarding eval of product, and I was told that product was already sent in for repair on 09/13/05 with no notification to richard wolf product complaint dept that there was a reportable event associated with repair. Records showed that product was already evaluated, repaired and sent back to user facility on 09/20/05. Due to this, proper investigation was not conducted. But repair info was available for product that allows us to deduce a conclusion. Inspection of damage showed: misfiring in continuous mode on power step 3 using and 9 fr. Probe. Unit had low output. Instead of timed continuous firing, rapid out-of-sequence firing occurred. Conclusion: worn out spark gap caused ignition transformer to fail and emit low power output, causing the rapid out-of-sequence firing from probe. It is our opinion that the cause of the event was due to lack of routine maintenance on unit. According to our records, the last time unit was in for maintenance was 07/21/94. The product was out of specification due to normal wear and tear throughout the 14 yrs instrument was used. Cause of event: instrument was out of specification due to lack of user maintenance.